Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy.

Event description:
Reference number (B)(6). Event occurred in italy. It was reported that the patient experienced an event of insulin flow blocked. The blockage was located in the tubing. No further information was available.